Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After completed other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device was not delivering defibrillation energy. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device was not delivering defibrillation energy. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.